Event description:
Situation: veteran had a fall out of their manual wheelchair and sustained a wrist fracture due to smart drive and dial controller not operating correctly. Veteran was on vacation in (B)(6) when this occurred. Veteran is currently hospitalized at (B)(6) hospital due to this injury. Veteran sent the below written statement to pt (physical therapist). Pt also called veteran and she confirmed this information via phone call. "I was wondering if anyone else has had problems with new smart drive power advance dial. The day of my accident I went to the resort office, shut down the motor to go in to the office when it went forward into the glass door. I just ignored it. When we were walking back to the resort I wanted to stop and take pictures. I stopped the motor, then when I back up manually to get back on the sidewalk the motor started moving me forward and I could not stop it and was thrown out of my chair. The new dial, at least mine, was acting funny. Sometimes it started and advanced normally others times it would barely move then slowly speed up. Last comment, I have never felt as much pain as trying to break my fall and hearing, seeing and feeling the snap of my wrist." Background/risk factors: -veteran's smart drive dial was on recall list. Pt coordinated for her dial to replaced by local permobil rep. Local permobil rep did replace her dial before her (B)(6) vacation. Veteran's dial was also listed on new expansion recall list that pt received from permobil on (B)(6) 2025 however this same date local permobil rep came to (B)(6) and confirmed that this specific veteran's replacement smart drive dial did indeed have a "blue dot" and was not impacted by the new recall expansion and that no follow-up action was needed. Assessment: fall and injury appears related to device malfunctioning response/intervention: pt instructed veteran to discontinue use of smart drive dial, (B)(6) interdisciplinary team is working with veteran and (B)(6) coordinator to problem solve addressing veteran's current mobility needs as she is unable to complete transfers or her adls (activities of daily living) that she previously did independently. Unsure if she will be transferred to a snf (skilled nursing home) in (B)(6) or if she will travel back to (B)(6) with caregiver/friend assistance. Could have been invoice number (B)(4). Veteran has two devices. Not sure which device she was using at the time. Ref report: mw5169403.